Event description:
It was reported that two weeks after beginning peritoneal dialysis (pd) therapy, the home patient (hp) experienced peritonitis. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin (2mg, once a week for 2 weeks, ip) as a loading dose and with injection of fortum (250mg in each bag, 3 exchanges per day, ip) for 14 days. At the time of this report, the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.